Manufacturer narrative:
A report was received that sharp pain was resolved and reason of origin was unknown. A review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain in the trapezius on the left. X-rays revealed that the cervical lead had migrated. The patient underwent a revision wherein the leads and clik anchor were replaced. The physician believed that the anchor failed due to leads migrating. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-74 serial#: (B)(4) description: avista MRI perc lead kit, 74 cm model#: sc-4319 lot#: 19907613 description: clik x MRI anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the trapezius on the left. X-rays revealed that the cervical lead had migrated. The patient underwent a revision wherein the leads and clik anchor were replaced. The physician believed that the anchor failed due to leads migrating. The patient was doing well postoperatively.